Event description:
The account alleged the head of bed was not going up or down.

Manufacturer narrative:
The tech found the unit low on hydraulic fluid refilled hydraulic fluid, that did not resolve the issue. Upon further investigation in the warehouse, the tech noted the CPR lever was engaged. He disengaged the CPR lever to resolve.